Manufacturer narrative:
The biomedical engineer (bme) reported that the gz telemetry units are intermittently dropping off their assigned cns and appearing on different cns stations in other departments without any user intervention. The issue was reported to him by nursing staff through a work order. According to the bme, the first reported occurrence was in april 2026. No patient harm has occurred; however, the customer is concerned that the issue could eventually result in a patient safety event. He estimates that this behavior occurs approximately six times per week and is unsure of the root cause. He stated that nursing staff are not moving the tiles. When a gz appears on a different cns, the tile at the originally assigned cns becomes blank and no longer displays the patient. To resolve the issue, (B)(6) has been locating the cns where the gz unexpectedly appeared, stopping monitoring at that station, and then reassigning the gz to the correct cns. The most recent event occurred on 06/08/2026 (exact time unknown). Gz-130pa, sn (B)(6), bed ID nkc131, appeared on cns-60117 (pu-681ra sn (B)(6) even though it was originally being monitored on cns-60166 (pu-681ra sn (B)(6). (B)(6) manually reassigned the gz back to cns-60166. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device. Central nurse's station model: pu-681ra sn: (B)(6). Telemetry transmitter model: gz-130pa sn: (B)(6).

Event description:
The biomedical engineer (bme) reported that the gz telemetry units are intermittently dropping off their assigned cns and appearing on different cns stations in other departments without any user intervention. The issue was reported to him by nursing staff through a work order. According to the bme, the first reported occurrence was in april 2026. No patient harm has occurred; however, the customer is concerned that the issue could eventually result in a patient safety event. He estimates that this behavior occurs approximately six times per week and is unsure of the root cause. He stated that nursing staff are not moving the tiles. No patient harm reported. When a gz appears on a different cns, the tile at the originally assigned cns becomes blank and no longer displays the patient. To resolve the issue, mike has been locating the cns where the gz unexpectedly appeared, stopping monitoring at that station, and then reassigning the gz to the correct cns. The most recent event occurred on 06/08/2026 (exact time unknown). Gz-130pa, sn (B)(6), bed ID nkc131, appeared on cns-60117 (pu-681ra sn (B)(6) even though it was originally being monitored on cns-60166 (pu-681ra sn (B)(6). Mike manually reassigned the gz back to cns-60166. No patient harm was reported.